Event description:
On the evening of discharge, the patient experienced a non q-wave myocardial infarction, chest pain and pulmonary edema. The report received from the clinical study indicated that cypher implant was an elective case in the setting of an acute myocardial infarction (mi). The patient had been diagnosed with a three-vessel disease; however, only one lesion was treated during the procedure. The lesion was 10mm long with a 2.5mm reference vessel diameter. There was 95% stenosis with timi iii flow. The lesion was described as restenotic due to an in-stent restenosis of a taxus. The lesion was type a with little to none calcification. In 2006, a 2.50x18mm cypher was implanted in the "native" left anterior descending apica at 18 atmospheres. The procedure was completed without complications, timi iii flow satisfactory results. The patient was discharged the next day. The same evening of discharge, the patient experienced chest pain and pulmonary aedema. An increase of troponin level indicated a non q wave mi, however, the electrocardiogram did not show a precise location due to a left bundle branch block. Patient was hospitalized and was discharged in 2007. Follow up information indicated that patient was asymptomatic.

Manufacturer narrative:
This male experienced myocardial infarction (mi) 2 days post implantation of a cypher select plus stent. Mi is a potential adverse event associated with coronary artery stenting. Medical history and risk factors that may have increased his risk for major adverse cardiac events included known coronary disease with prior mi, pci and bypass surgery, hypertension, diabetes and a potentially reduced ejection fraction (calculated at "30 - 50%" on admission). Pre-procedural medications included asa, statins, beta-blockers and ace inhibitors and oral anti-diabetics. The index procedure was performed in the setting of recent mi; 3-vessel disease was identified. Asa, plavix and unfractionated heparin were given for the procedure. The target lesion was described as a focal in-stent restenosis (taxus des) in the lad; rvd = 2.5mm, lesion length = 10mm, pre-procedure stenosis = 95%. One 2.5/18mm cypher select plus stent was implanted at 18atm without pre or post-dilation. Timi iii flow was maintained and the result was described as "satisfactory". Post procedural cardiac enzymes were within normal limits and the patient was discharged 2-days post implant on asa, plavix, statins, beta-blockers, ace inhibitors and oral anti-diabetics. The evening after discharge, he presented to the emergency room with chest pain with a new lbbb on EKG, pulmonary edema and a rise in troponin; mi was diagnosed. There was no evidence of stent thrombosis and although the event was reported to be serious, it resolved without sequel. The product could not be returned for analysis; it remained implanted. A review of the manufacturing records indicated that the product met quality requirements for product acceptance. With the available information, it is not possible to determine what caused the patient's mi with any certainty (as no culprit lesion or vessel was identified); however, the patient's complex cardiac history may have contributed to the event. This device is distributed outside the united states; however, it is similar to the drug-eluting stents distributed in the united states.